Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the glenoid baseplate and the bone/bone grafts and/or patient-related conditions, which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed as the devices were not returned for evaluation.

Manufacturer narrative:
Concomitant device(s): 300-30-08, 5418164 - equinoxe preserve stem 8mm. 320-38-00, 4992046 - equinoxe reverse 38mm humeral liner +0. 320-10-00, 5543530 - equinoxe reverse tray adapter plate tray +0. 320-01-38, 5503574 - equinoxe reverse 38mm glenosphere.

Event description:
As reported, approximately 3 yrs postop the ltsa, this (B)(6) y/o female present with aseptic glenoid loosening of left shoulder. The shoulder was revised. The outcome is reported as continuing. It was reported that the allograft was severely worn. The case report form indicates this event is possibly related to devices and definitely related to the procedure. This event report was received through clinical data collection activities.